Event description:
A healthcare provider for a clinical study reported the patient had ¿neurogenic bladder¿ and urinary urgency. The placement of sacral neurostimulation lead and neurostimulator were not in the optimal position; it "was not working well." Symptoms included severe bladder and bowel urgency in setting of neurogenic bladder from spine infection/injury; the patient had sacral neurostimulation to help control bladder and bowel urgency and incontinence. There was a plan for placement of a new lead that aimed to result in better control of symptoms (urgency). Interventions included reprogramming on (B)(6) 2015 and lead replacement on (B)(6) 2015. Medications were administered and the event resulted in in-patient hospitalization and urgent care visit. Diagnostic tests included surgical pathology, examination and imaging, noting c-arm fluoroscopy up to 3 hours on (B)(6) 2015. The event resolved without sequelae on (B)(6) 2015. It was noted that the event was ¿possibly¿ related to the device or therapy and ¿unlikely¿ related to the implant procedure. Indications for use included urinary dysfunction and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: upon additional review, it was determined event is a duplicate. Reference manufacturing report # 3004209178-2016-16552. If any additional information is received, a report will be sent in 3004209178-2016-16552. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.